Manufacturer narrative:
The device was returned to resmed technical services in (B)(4) for investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
An engineering investigation was performed on the returned astral device. A review of the device data confirmed that a system fault 75 was triggered in the device. The investigation identified the root cause of this system fault was a isolated software fault in the memory chip component. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident.

Event description:
Imp # (B)(4).